Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error as well as a broken force sensor was detected during seating or regular delivery alarm as well as frozen display. Customer's blood glucose value was 143 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were unable to clear the alarm. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer reports the screen was not completely blank. Customer states alarm occurred during the time that the buttons were not responding. Customer reports the insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. Customer states they remove battery from the insulin pump and insert battery alarm did not appear on insulin pump screen. Customer reports the insulin pump screen turned off. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to download pump history due to immediate critical pump error (open book image) alarm during download attempt. Broken force sensor unknown. Unable to test keypad due to critical pump error (open book image). Keypad unresponsive/button error alarm unknown. Frozen screen not confirmed.